Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the cables were pulled from the distribution node (dn) strain relief, damaging the j702 connector. The cause of the code 204 and inability to communicate is the damaged cables and connector. The root cause of the damaged cables and connector is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.